Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with moderate calcification and no tortuosity, a 2.75x12 mm rx xience alpine stent delivery system (sds) was advanced via direct stenting without resistance and deployed at nominal pressure successfully. While the sds was being withdrawn from the patient anatomy, resistance was felt and the cause of resistance was not known. The balloon was fully deflated prior to attempting withdrawal of the sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.